Manufacturer narrative:
The event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's lead had migrated. As a result, the patient's lead was relocated via surgical intervention on (B)(6), 2019 to address the issue.